Event description:
A customer contacted beckman coulter inc., (bec) and reported that five (5) erroneously low glucose modular (glum) results were noted from the synchron cx9 alx instrument. Reruns were performed on their other instrument and obtained results were higher. These results were reported. There is no indication of calibration or qc issues prior to the event according to the customer. But calibration failed after it was attempted once the erroneous results were noticed. Error message was then noticed for insufficient reagent strength. Customer verified no other patient samples were affected. No other analytes were affected. No printouts are available for review. The erroneous results were not reported outside of the laboratory. No an effect to patient treatment was reported.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched and found either sample probe line obstruction or a pinched line. This was repaired to resolve the issue. Failure mode is the mc sample handling side of the instrument affecting the glucose channel.